Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the renal artery. A 6.0mmx14mmx150cm express vascular sd stent was selected for treatment. However, it was noted that the stent had burrs along its body and could not be advanced into the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the renal artery. A 6.0mmx14mmx150cm express vascular sd stent was selected for treatment. However, it was noted that the stent had burrs along its body and could not be advanced into the patient's body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent damaged and has shifted to the proximal end of the balloon. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed there is stent damage.